Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended throughout the evaluation.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the issue. The electronic patient gas system (epgs) functioned as intended throughout the evaluation. The flowmeter was replaced as a precaution. The unit operated to the manufacturer's specifications. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2019 but the log does not show any activity on that date. It does show the gas system was used on (B)(6) 2019 and (B)(6) 2019. On both of those dates the gas system is successfully calibrated and there are no indication of a problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported issue. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic gas patient system (epgs) had a gas system failure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the epgs calibrated and passed calibration without issue. During the procedure the team noticed that the flow from the epgs to the oxygenator, through the external flow meter, was approximately 0.5 liters per minute (l/min) higher than their set point. He did not recall what the actual reading was on the ccm. There was no apparent leaks in the gas system set up. The team was able to adjust the sweep down from the ccm without issue, and used their external flow meter as the true flow rate. The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.